Event description:
It was reported that during a radical prostatectomy procedure, the white tissue pad melted when the surgeon was taking down a regular size vessel. The white pad was stretched out like ¿bubblegum.¿ pieces of the white tissue pad fell into the patient, but were retrieved. It is unknown if an error message displayed on the generator screen. No bleeding occurred. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.